Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they think their implantable pulse generator (ipg) has moved from their original implant site. The ipg remains in use. No patient complications have been reported as a result of this event.